Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. Patient city: (B)(6). Patient country: united kingdom. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in united kingdom. This emdr is being submitted for an unknown number quantity. It was reported that the patient experienced infusion set leakage from the sets on (B)(6) 2026, with the duration of use unknown. The infusion sets were replaced. And resumed insulin successfully. No further information available.